Event description:
It was reported that a new ilet pump user experienced fluctuating glucose with an initial high around 250 mg/dl, paused insulin, then later had a low to 54 mg/dl followed by a return to 105 mg/dl after oral glucose; review suggested late or mismatched meal announcement and overcorrection behavior, and the user expressed concern about continuing pump use, which constituted a use-of-device problem. Symptoms included hypoglycemia and shaking/tremors, as well as hyperglycemia without noted symptoms. Outcomes included the need for unexpected medical intervention in the form of oral glucose; no serious injury or illness was reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified the issue as related to use of the device rather than a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.